Manufacturer narrative:
H3: the reason for the revision reported may have been due to prosthesis wear; however, the wear could not be confirmed based on the images provided for the patella component and the 9mm insert. The observed wear on the 11mm insert may have been due to implant positioning and/or third body wear. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs or relevant clinical information was provided.

Event description:
As reported, 6 years and 2 months post the initial bilateral tka, a bone scan showed low level heat on both knees. The surgeon removed the poly tibial inserts and left side patella, which all showed evidence of wear and mild osteolysis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 4256423 02-010-04-0230 - logic cr femoral por, left, sz 3 4741814 02-010-04-0330 - logic cr femoral por, right, sz 3 4359419 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 5353907 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 5307276 200-02-35 - three peg patella 35mm 5248730 201-78-15 - holding pin mini sharp point 4 pk 5342792 201-78-81 - 3 trocar, mod. Hex 2pk 5342797 201-78-81 - 3 trocar, mod. Hex 2pk 5342799 201-78-81 - 3 trocar, mod. Hex 2pk 5144579 521-78-23 - threaded pin size 2.3 collared 5235161 521-78-23 - threaded pin size 2.3 collared 5340746 521-78-23 - threaded pin size 2.3 collared 4052750 521-78-36 - threaded pin size 5.1 collarless 01000018034 (B)(6) - gps implant kit v2 12001017003 (B)(6) - gps implant kit v2 unassigned 200-00-00 - knee item-misc.